Event description:
The pt had two leads from the same lot. It was reported the pt lost effective therapy due to both leads migrating. As a result, the leads were explanted and replaced. The doctor also electively explanted and replaced the pt's ipg. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.